Manufacturer narrative:
Initial investigation report attached. Final investigation pending.

Event description:
During treatment, staff noticed a clot past the venous chamber. Staff immediately clamped the line to prevent the clot from entering the patient. Dialysis conditions: 4 hour treatment, bfr: 250 min/ml, dfr: 500 min/ml. Meds: heparin dose 5000 units. Other devices used: safetouch ii avf needle, fmc 4008b dialysis machine.

Manufacturer narrative:
Initial investigation report attached. Final investigation pending. 08/04/2020: final investigation report attached is on retained samples only.

Event description:
During treatment, staff noticed a clot past the venous chamber. Staff immediately clamped the line to prevent the clot from entering the patient. Dialysis conditions: 4 hour treatment. Bfr: 250 min/ml. Dfr: 500 min/ml. Meds: heparin dose 5000 units. Other devices used: safetouch ii avf needle. Fmc 4008b dialysis machine.